Event description:
It was reported that this implantable cardioverter defibrillator device displayed battery depletion (bd) error, started beeping and exhibited premature battery depletion (pbd). Device was explanted. No additional adverse patient effects were reported.